Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient order and medication transaction information were not consistent across devices within the same department. The customer reported that medication dispensed from one pyxis device was not reflected on an adjacent device, resulting in the medication continuing to appear as pending removal and the last removed transaction not being displayed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.